Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two valiant captivia stent grafts were implanted during the endovascular treatment of 1 61mm aaa . A 20fr sentrant sheath was used during the procedure. It was reported that during the index procedure the 2 valiant captivia stent grafts were delivered directly without the use of a introducer sheath. A sentrant sheath was used to back-fill. Post ballooning and during the final run, the sentrant sheath withdrew from the aorta. Prior to the physician gaining control the patient lost approx. 1000cc of blood before the physician regained hemostatic control. The physician closed the aorta and 3 units of blood were given to the patient. The patient was following commands, moving both feet, and had doppler signals, and good urine output post procedure. It was confirmed the valiant stent grafts did not cause or contribute to the blood loss and there is no allegation against them. The sentrant sheath did lead to the blood loss due to being withdrawn prematurely, it was withdrawn prematurely due to the area being confined and an inability to visualize the sheath. No additional clinical sequalae were provided and the patient is fine.